Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced faulty pressure sensors. Replaced corroded bezel assembly, replaced broken rear case ,replaced damaged door assembly, replaced corroded ail, replaced corroded left and right iui's. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/18/2010 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pressure sensors / pa-2014-0026 , ail / ca-2014-0284, iui damages / ca-2018-0161, a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the psi is not detected on the logic board. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the psi is not detected on the logic board. No additional information was provided. There was no patient involvement.